Manufacturer narrative:
The manufacturer previously reported a trilogy evo failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer evaluated the device onsite and replaced the device's three-way solenoid valve and proportional valve to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The solenoid and proportional valves were visually inspected and no defects were observed. The components were placed on a test station, and both components were found to operate as designed. No malfunction was observed. The components were scrapped.

Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer evaluated the device onsite and replaced the device's three-way solenoid valve and proportional valve to address the issue. The device was tested and passed all testing.